Manufacturer narrative:
This report is being supplemented to provide a correction to d9. The information included in d9 was inadvertenly omitted from the initital medwatch report.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the top cover was dented, the front panel was broken, and the volume knob was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e433 occurred due to a defective generator board. A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during maintenance of their hf unit "esg-400" device, it was discovered that the unit would display an error 433 and automatically restart. The issue was noticed immediately at a periodic inspection, and did not result in any delay as it was not employed for a procedure. The customer reportedly performs manual cleaning and disinfection of the device using cidex cleaner. There were no reports of patient or user harm associated with this event.